Event description:
Lack of stability during placement.

Event description:
Lack of stability during placement. The material number has been updated. The corrected information is provided in this follow up report.